Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of trapease vena cava filter. Approximately ten years post filter implantation, the patient underwent a re-review of an updated CT scan which revealed that the filter had subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, at least six struts were significantly perforating the inferior vena cava (ivc). As a direct and proximate result of these malfunctions, the patient suffered and continues to suffer life-threatening injuries and damages, which required and will continue to require extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages.

Event description:
As reported by the legal brief, the patient underwent placement of trapease vena cava filter. Approximately ten years post filter implantation, the patient underwent a re-review of an updated CT scan which revealed that the filter had subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, at least six struts were significantly perforating the inferior vena cava (ivc). As a direct and proximate result of these malfunctions, the patient suffered and continues to suffer life-threatening injuries and damages, which required and will continue to require extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages. Additional information was received from the patient profile form that the patient has two filters but one has been identified as a cordis filter. The filter has perforated the ivc. The plaintiff suffers from bodily injuries. He has swelling from feet all the way up to his hips. The swelling causes a lot of pain and makes it hard to complete daily activities like walking around, getting dressed and standing or long periods of time. His legs hurt and feel like they are burning all the time. At filter placement, pre-operative diagnoses was right leg dvt. A trapease filter was placed in the inferior vena cava below the level of the renal veins. According to the discovery form, deep vein thrombosis (dvt) was outlined as a medical condition. Medical conditions and treatments alleged to be attributable to the implanted ivc filter includes grade ii (two) caval perforation. The patient further reports physical pain and suffering, emotional pain and suffering, loss of enjoyment of life, physical disfigurement, past and future medical bills, and other related medical treatment costs.

Manufacturer narrative:
Complaint conclusion: as reported, the patient underwent placement of trapease inferior vena cava (ivc) filter. The indication for implant was right leg dvt. A trapease filter was placed in the inferior vena cava below the level of the renal veins. The filter had subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, at least six struts were significantly perforating the inferior vena cava (ivc). Approximately ten years post filter implantation, a CT scan revealed that the filter had at least six struts that were significantly perforating the ivc. Per the patient profile form (ppf), the patient has two filters but only one has been identified as a cordis filter. The cordis filter has perforated the ivc. The patient reports leg swelling with pain and emotional distress with anxiety. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, the patient underwent placement of trapease vena cava filter. Approximately ten years post filter implantation, the patient underwent a review of an updated CT scan which revealed that the filter had subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, at least six struts were significantly perforating the inferior vena cava (ivc). As a direct and proximate result of these malfunctions, the patient suffered and continues to suffer life-threatening injuries and damages, which required and will continue to require extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, the device history record (DHR) review could not be performed. An inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The legal briefing mentioned a perforation of the ivc wall. Without procedural films available for review, the reported perforation could not be confirmed. With the information available it is not possible to draw a clinical conclusion to the reported event, and the exact cause could not be determined. The instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Also, with the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore no corrective action will be taken.

Manufacturer narrative:
Additional information was received from the patient profile form that the patient has two filters but one has been identified as a cordis filter. The filter has perforated the ivc. The plaintiff suffers from bodily injuries. He has swelling from feet all the way up to his hips. The swelling causes a lot of pain and makes it hard to complete daily activities like walking around, getting dressed and standing or long periods of time. His legs hurt and feel like they are burning all the time. At filter placement, pre-operative diagnoses was right leg dvt. A trapease filter was placed in the inferior vena cava below the level of the renal veins. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease inferior vena cava filter. The indication for filter placement was right leg dvt (deep vein thrombosis). The trapease filter was placed in the inferior vena cava below the level of the renal veins. Approximately ten years post filter implantation, the patient underwent a CT scan which revealed that the filter had subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, at least six struts were significantly perforating the inferior vena cava (ivc). Per the patient profile form (ppf), the patient has two filters but only one has been identified as a cordis filter. The cordis filter has perforated the ivc. It is unknown when the second filter was inserted or the position of the second filter. The patient has swelling and pain in both legs. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Pain and swelling of the legs do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.